Manufacturer narrative:
The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed and there were no non-conformances with respect to the manufacturing process. The product was manufactured and released according to specification. Historical data analysis: a search in the complaints history revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: exact date unknown/not provided, best estimate between (B)(6) 2017 - (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had refractive surprise/hyperopic miss after the implantation of model zxr00 16.5 diopter iol (intraocular lens) in her left eye (os). The patient continued to complain so an explant was planned. Through follow-up it was learnt the lens was explanted as planned and exchanged for another zxr00 of a higher diopter (18.0). There was no incision enlargement, vitrectomy, or sutures required. The patient was reported to be stable post exchange. No additional information provided.